Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Additional device: (B)(4) washer for screws: 4.5/6.5/8.0mm lot# z16948.

Event description:
Sales representative reported on behalf of the customer that the screw was attempted to be implanted in a patient. It was a 6.5mm screw that was being used in conjunction with a washer. The screw head was at approximately a 45 degrees angle to the washer and the problem was that the washer came over the head of the screw.